Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the motor speeds were erratic, the reciprocating arm was damaged, and the device was out of calibration. The motor, spring seal, reciprocating arm, bearings, lever, control shaft, eccentric shaft, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery, the unit cut the patient's skin. There was a 2" laceration to the right thigh. Sutures were needed to close the laceration. The taken graft was not damaged and an unplanned skin graft was not needed to complete the surgery. There was a surgical delay for 15-20 minutes and the patient was under anesthesia. Another device was not used to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0943586. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.